Event description:
Pt. Had pacemaker insertion 2/22/90. Was seen by cardiologist, on 4/18/97 who after a physical exam felt that there was a problem with her pacemaker lead. He felt she needed a new vvi pacemaker as well as a pacing lead. Surgery took place on 4/21/97.